Event description:
This complaint is from a literature source. The following literature article has been reviewed: the following literature cite has been reviewed: a preliminary retrospective study to assess the short-term safety of traditional smooth or microtextured silicone gel-filled breast implants in korea pmid: 34946315 pmcid: pmc8705802. Doi: 10.3390/medicina57121370. Objective/methods/study data: the study is aimed to assess the short-term safety of silicone gel-filled breast implants (sgbis) that are commercially available in korean women. Methods: the current retrospective, observational study was conducted in a total of 2612 patients (n = 2612) who underwent augmentation mammaplasty using breast implants between 1 january 2017 and 31 august 2021. Lot, model and catalog number are not available, but the suspected mentor devices possibly associated with reported adverse events: mentor memory gel silicone implants adverse event(s) and provided interventions: it was reported that 4 patients who underwent augmentation mammaplasty using breast implants mentor have experienced shape deformation. It was also reported that 4 patients who underwent augmentation mammaplasty using breast implants mentor have experienced stretch deformities with skin excess.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).